Event description:
Evaluation revealed that the force sensor was out of calibration. There was no allegation of patient injury associated with this issue.

Manufacturer narrative:
This complaint is being reported based on pump evaluation completed on (B)(4) 2011 (B)(6). The pump was returned to animas for evaluation. Evaluation revealed the force sensor resistance measurement was out of calibration, the force sensor plate was dimpled and there was contamination on the shim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.